Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Headache [headache]. Tampax breaking into pieces remaining in vagina [foreign body in reproductive tract]. Tampax breaking into pieces (remaining in vagina) [device breakage]. When pull tampon out...coming out...tearing apart [complication of device removal]. Case description: consumer reported via phone that when tampon is removed, it's tearing apart. No serious injury reported.